Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery alarm tests due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that insulin squirted out during manual prime. The customer reported drive support cap to appear normal. The insulin pump will be returned for analysis.